Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that this phenomenon attributed to the broken camera cable. Aging deterioration may have caused the defect because 15 years have passed since the device was manufactured. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the device did not work. The user returned the device to olympus repair center. Olympus repair center found black and white color bars were only displayed when the device was connected to the video processor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.